Event description:
Original left total knee replacement was done 12/22/1994. Developed left knee pain and swelling about 2/1997. On 4/10/1997 underwent replacement of the patella and the femoral component. Operative findings were polyethylene failure of the left total knee arthroplasty, with complete bicompartmental failure of left knee arthroplasty, complete polyethylene wear through of the posterior half of the medial and lateral sides of the knee.